Event description:
It was reported that during a da vinci inguinal hernia repair procedure, the jaws of a cadiere forceps instrument would not respond to the surgeon's movement. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a broken pitch cable found at the instrument's wrist. The clevis did not exhibit any damage or wear marks. The cable crimp remained in the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.